Event description:
A caller reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to plug the pump into a different wall outlet and leave it connected for at least 30 consecutive minutes to see if it would begin charging. Technical support planned to follow up on the situation.